Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem extractor won¿t properly thread together; and the reamer handle won¿t function properly. Instruments were not broken during surgery and the reason for defection was unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. ¿additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: g4.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay and no adverse consequences.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the stem extractor won¿t properly thread together; and the reamer handle won¿t function properly. Instruments were not broken during surgery and the reason for defection was unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the inner threads deformed of the actis retaining stem inserter. Additionally, corrosion patterns were observed on the canulated area of device. Deformation on the threads can be traced to excessive force applied in a misaligned position while assembling the device. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Corrosion observed on the canulated area can be traced to maintenance, as IFU-0902-00-836 rev. N specifies that for lumens or canulated devices a soft lumen brush need to be used and thoroughly scrub the device with twisting motion to remove debris. Also, it states the following: "avoid exposure to hypochlorite solutions and solutions containing iodine or high chlorine content, as these will promote corrosion. Cleaning agents with a ph between 7 ¿ 9 are recommended. Highly alkaline conditions (ph > 11) can damage products (esp. Aluminum parts)". A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since mating component was not returned for evaluation. However, based on the damage observed on the threads, it is reasonable to confirm the reported allegation, as it can lead to a difficulty on the assemblance of the device. The overall complaint was confirmed as the observed condition of the actis retaining stem inserter would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.